Event description:
The patient was undergoing a cystoscopy and retrograde pyelograms. A 22 french cystoscope was inserted per urethra. A pendulous urethral stricture was encountered. At this point, a cold knife was used through resectoscope sheath to cut this urethral stricture. When the first knife was used the blade actually broke off the instrument. Then had to take the cysto sheath and use a grasper to remove the blade from the urethra. There was no inherent damage and there were no other metal fragments within the urinary tract.